Manufacturer narrative:
An event regarding patient pain involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Mild right groin/ thigh discomfort/ pain and queried psoas impingement following total hip replacement on (B)(6) 2014-product accolade ii. The patient complained of the thigh pain during a clinic visit.

Manufacturer narrative:
Should additional information become available, it will be submitted in the follow up report upon completion of the investigation. Device remains implanted.

Event description:
Mild right groin/ thigh discomfort/ pain and queried psoas impingement following total hip replacement on (B)(6) 2014-product accolade ii. The patient complained of the thigh pain during a clinic visit.